Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported when the scope is plugged in it would flicker on the camera. Then after more usage it would give a black screen and would not come back. Scope was switched out for a different scope to finish the case. No injury reported.

Manufacturer narrative:
The cause for the image loss was due to a loose connection between the imager ribbon cable and pcb. The connector on the pcb that receives the imager cable was not fully locked down, allowing the cable to float around resulting in intermittent image. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility on 02/11/2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information/ invesigation results become available, a supplemental medwatch report will be submitted unsolicited. MDR was submitted with incorrect manufacturing address. Section d3 and g1 have been updated with correct address. This event is filed under internal complaint ID (B)(4).